Event description:
When aspirating for lab draw from distal clave, there were air and bubbles in the tubing. Had to use proximal clave to draw blood from huber needle. Lot number and expiration are from the port access kit in which the needle resides. FDA safety report ID # (B)(4).